Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Device received with stripped battery cap coin slot(p). The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump was received with stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level and pump was completely dead. Customer's blood glucose value was 600 mg/dl at the time of incident and current blood glucose was 49 mg/dl. The customer was assisted with troubleshooting and declined for high and low blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis.